Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation, however; medical record was received for evaluation. Therefore, the investigation is confirmed for the reported patient device interaction problem; however, the investigation is inconclusive detachment of device or device component. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model md800f vena cava filter allegedly experienced detachment of device or device component and patient device interaction problem. The information was received from a single source. This malfunction involved one patient with no patient consequences. A (B)(6) years old female patient weight was not provided.